Event description:
It was reported that the patient presented to the emergency room with dizziness. It was noted that the device had less than one month of longevity after 4 years, with battery voltage listed as 2.79v. Mode switch episodes appeared erroneous, and capture was intermittent. It was also reported that the reed switch was stuck. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis was inconclusive. The device was opened and a microscopic visual revealed no abnormal conditions. The unattached battery voltage measured 1.642 volts. Continuity was checked across the reed switch. The result of the test confirmed the reed switch was closed. Voltage reading from the battery b- to either side of the reed switch measured - 2.799 volts. Further analysis was performed and the stuck-closed reed switch reported was not able to be confirmed. Through initial voltage and resistance readings the switch was noted to be nominally open upon arrival. Nominal closing and opening occurred when a telemetry head magnet was placed within 4 inches and removed. All reference voltages and current drain values were noted to read nominally. Telemetry, pacing waveforms, and lead impedances were also noted to read nominally. The reed switch was exercised more than 1,000 times in a human body temperature chamber and was unable to have a failure induced. We did receive performance data collected from the device and have analyzed the data. Data storage showed that there was a sticky reedswitch. No data was collected since (B)(6) 2007. Battery depletion/ elective replacement indicator (eri) was indicated. Eri occurred on (B)(6) 2011, after explant.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). Analysis of the device revealed normal battery depletion and the device met expected longevity.